Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-oct-2022 to 03-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the entire auxiliary unit was not working due to the wire/cord being frayed. A field service engineer found that the issue was due to a damaged 7 pyxibus cable causing a short circuit. Replaced the bus cable to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system the entire auxiliary unit was not working due to the wire/cord was frayed. During device inspection, when the auxiliary was turned on, sparks were coming from the pyxinet connection, and a damaged 7 drawer pyxibus cable was discovered, producing a short. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction occurred due to device had sparks coming from the pyxinet connection when powered on and a damaged 7 drawer pyxibus cable was found causing a short circuit. A field service engineer replaced the bus cable to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system the entire auxiliary unit was not working due to the wire/cord was frayed. During device inspection, when the auxiliary was turned on, sparks were coming from the pyxinet connection, and a damaged 7 drawer pyxibus cable was discovered, producing a short. There were no adverse events or injuries reported based on this incident.